Event description:
(B)(4). Didn't have my call to confirm the coils were blocked, after the three months start having pregnancy symptoms- later feel like producing brest milk. The most horrible one is feeling belly bloating, looking like I am pregnant.